Manufacturer narrative:
D2b - unable to leave blank. Iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop and pigment dispersion. The lens remains implanted. Cause of the event is unknown.